Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient stopped using or maintaining their device due to their ha was improving. The patient did not recharge their ipg as recommended. In turn, the ipg became inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.